Manufacturer narrative:
Concomitant products: product ID 3550-29, lot # n289931, implanted: (B)(6) 2011, product type accessory; product ID 3 888-33, lot # v804743, implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # v804743, implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # v711815, implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # v714493, implanted: (B)(6) 2011, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3888-33, lot # v804743, implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # v804743, implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # v711815, implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # v714493, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an infection. It was noted that the system was removed. Reportedly, the patient had several surgeries, approximately five, for lead revisions. The dates of the surgeries were not known but many of the surgeries were "revision and/or extending the leads." It was noted that the patient was "doing fine" until (B)(6) of 2013 when the patient stated she "felt something running down her back." It was noted that the incision had become infected, and "it looked like someone had stabbed her in the incision with an ice pick." It was noted that the incision was oozing. It was noted that two or three days later, the doctor explanted the whole system. It was noted that the infection traveled the whole system. It was noted that after device removal, the reason for the pain was determined to have been due to detached muscles from the scapula. It was noted that the issue had been resolved. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Event description:
Additional information received reported that the patient experienced symptoms of drainage and incisional wound opening. It was noted that the patient did not have meningitis. It was noted that oral antibiotics were administered and the infection resolved.